Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: through the photos provided, it is not possible to determine the lot number and catalog broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported suspected implant rupture. Affected side left. Device remains implanted. Hcp provided further information stating "rupture as detected on ultrasound. Extra capsular leak with lymph node involvement."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.